Manufacturer narrative:
Premarket / 510(k) # k143481, k192360, k220796. Upon receipt at our post market quality assurance laboratory. Visual inspection the device does not have visual defects. Functional test revealed that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed, no electrical problems were detected. Based on the product analysis the reported complaint of " no known device problem" was unable to confirmed.

Event description:
During a procedure, a faradrive steerable sheath clear and an intellamap orion catheter were selected for use. After performing pre mapping with superior left positioning in the orion catheter, switching to the faradrive sheath revealed an air like white haze in the left atrial appendage under fluoroscopy at 14:18. The air like white haze was observed before inserting faradrive. Aspiration was attempted after inserting the faradrive sheath, but little air was removed. Approximately five minutes later, st segment elevation (st elevation) was observed on fluoroscopy. Coronary angiography (cag) was performed, but the area beyond the right coronary artery (rca) origin was not visualized, prompting suction. An st segment change occurred during suction, and the left coronary artery (lca) was subsequently visualized. Because of the possibility that air had reached the brain, cerebral angiography was also performed. About one hour after the st segment elevation, st levels decreased. Following recovery from anesthesia, the patient regained consciousness, showing no symptoms other than delirium, and was taken for computed tomography (CT) imaging. Ablation was not being performed when st elevation occurred. The patient had reported discomfort around the time of brockenbrough administration and was treated with primperan, this discomfort had also been present prior to admission. The left atrial appendage potential on opal mapping system (opal) was noisy, and after reviewing fluoroscopy and laboratory times, it was determined that air was likely already present during the mapping phase. The procedure was cancelled. The devices have been received at boston scientifics post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Premarket / 510(k) # k143481, k192360, k220796.

Event description:
During a procedure, a faradrive steerable sheath clear and an intellamap orion catheter were selected for use. After performing pre mapping with superior left positioning in the orion catheter, switching to the faradrive sheath revealed an air like white haze in the left atrial appendage under fluoroscopy at 14:18. The air like white haze was observed before inserting faradrive. Aspiration was attempted after inserting the faradrive sheath, but little air was removed. Approximately five minutes later, st segment elevation (st elevation) was observed on fluoroscopy. Coronary angiography (cag) was performed, but the area beyond the right coronary artery (rca) origin was not visualized, prompting suction. An st segment change occurred during suction, and the left coronary artery (lca) was subsequently visualized. Because of the possibility that air had reached the brain, cerebral angiography was also performed. About one hour after the st segment elevation, st levels decreased. Following recovery from anesthesia, the patient regained consciousness, showing no symptoms other than delirium, and was taken for computed tomography (CT) imaging. Ablation was not being performed when st elevation occurred. The patient had reported discomfort around the time of brockenbrough administration and was treated with primperan, this discomfort had also been present prior to admission. The left atrial appendage potential on opal mapping system (opal) was noisy, and after reviewing fluoroscopy and laboratory times, it was determined that air was likely already present during the mapping phase. The procedure was cancelled. The devices have been received at boston scientifics post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection the device does not have visual defects. Functional test revealed that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed, no electrical problems were detected. Based on the product analysis the reported complaint of " no known device problem" was unable to confirmed.

Event description:
During a procedure, a faradrive steerable sheath clear and an intellamap orion catheter were selected for use. After performing pre mapping with superior left positioning in the orion catheter, switching to the faradrive sheath revealed an air like white haze in the left atrial appendage under fluoroscopy at 14:18. The air like white haze was observed before inserting faradrive. Aspiration was attempted after inserting the faradrive sheath, but little air was removed. Approximately five minutes later, st segment elevation (st elevation) was observed on fluoroscopy. Coronary angiography (cag) was performed, but the area beyond the right coronary artery (rca) origin was not visualized, prompting suction. An st segment change occurred during suction, and the left coronary artery (lca) was subsequently visualized. Because of the possibility that air had reached the brain, cerebral angiography was also performed. About one hour after the st segment elevation, st levels decreased. Following recovery from anesthesia, the patient regained consciousness, showing no symptoms other than delirium, and was taken for computed tomography (CT) imaging. Ablation was not being performed when st elevation occurred. The patient had reported discomfort around the time of brockenbrough administration and was treated with primperan, this discomfort had also been present prior to admission. The left atrial appendage potential on opal mapping system (opal) was noisy, and after reviewing fluoroscopy and laboratory times, it was determined that air was likely already present during the mapping phase. The procedure was cancelled. The devices have been received at boston scientifics post market laboratory where it is awaiting analysis. Continuous flushing was not interrupted or stopped during the procedure. Images showing the presence of air are not available due to patient privacy. No sounds were heard that would suggest air being drawn into the sheath or catheter. St elevation was observed in the chest leads, and a pr procedure ECG is not available for comparison due to privacy restrictions. The cause of the st elevation is unknown. The procedure was performed under local anesthesia, and the patient was breathing normally without signs of apnea or deep breathing issues.